Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this lv lead was surgically abandoned as the lead exhibited a fracture and high impendences. As this issue was resolved prior to pocket closure, this is not likely to pose risk to the patient. No adverse patient effects were reported.